Manufacturer narrative:
Section b3: date of event is estimated. A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the inoperable as it had reached the end of life (eol) and was unable to communicate with external device. Programmer displayed error message "replace generator". Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.